Event description:
It was reported that the pulse generator was pacing at the maximum sensor rate despite the patient being relatively sedentary. The sensor was programmed off and device replacement would be considered.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.